Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during a set change. The patient's blood glucose level was 22.0 mmol/l at the time of the call. The customer does not have a back-up plan to revert to. The customer was urgently advised to switch to injection therapy in the meantime. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.